Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the thigh. It was reported calibration was not performed correctly - fingerstick values were entered during loss of connection. No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Additionally: do not calibrate if the out of range symbol shows in the status area.